Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 400cc mentor memorygel breast implant, catalog #3504001bc, serial # (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 400cc mentor memorygel breast implant. Right sided baker¿s grade iii capsular contracture and rupture described as silicone oozing through the surgical site was reported with device replacement. On (B)(6) 2018 the left implant was replaced with a 475cc mentor memorygel breast implant and the right implant was replaced with a 500cc mentor memorygel breast implant.

Manufacturer narrative:
The device history record (DHR) for the lot number 6784502 was reviewed on (B)(6) 2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the catalog number is 3505004bc and the serial number is (B)(4), not 3504001bc & (B)(4) as previously reported in the initial report. Device evaluation summary: it was reported that a 47-year-old caucasian female underwent breast augmentation revision with 500cc mentor memorygel breast implant. Right sided baker¿s grade iii capsular contracture and rupture described as silicone oozing through the surgical site was reported with device replacement. On (B)(6) 2018 the left implant was replaced with a 475cc mentor memorygel breast implant and the right implant was replaced with a 500cc mentor memorygel breast implant. The device was returned to mentor with gel that appeared to be clear. White and yellow material was observed within the device. Gel was observed on the shell surface. Upon initial inspection the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and yellow material found on the device. The device history record (DHR) of lot number 6994430 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).